Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post-op check. During the device check it was noted that the lead was pacing and capturing in the ventricle as a result of atrial lead dislodging and going into the ventricle. The lead was explanted and replaced. Patient monitoring will continue.